Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for rv lead revision due to oversensing on (B)(6) 2021. Upon interrogation, there were high v rate episodes that appeared to be noise. The patient is pacemaker dependent. The noise could be reproduced with isometrics. The physician decided to cap and replace the rv lead. The patient was stable.